Event description:
I had my contacts soaking in clear care solution in the case they provide. I put my contacts in my eyes. They didn't feel right so I removed the right eye lens and rinsed it with the solution (I just started using this solution 2 days ago for the first time). I put the lens back in and immediately my eye was on fire. I couldn't get the lens out for about 2 minutes. The pain was some of the worst pain I've ever experienced. I washed my eyes out with water and also used some allergy eye drops. Not realizing that I could not put the solution in my eye (I had been soaking the contacts in it overnight the past few days without problem) I decided to squirt some in my right eye to flush it out. The pain again was intense. It is now the following day. My eye is swollen and red and continually burns and I have a white discharge coming out of the eye. I am planning on seeing a doctor later this morning. I got very little sleep last night due to the pain. Temporary harm/injury visit to an emergency room. More medicine to reduce or relieve the possible bad effects of the error. When and how was error discovered: this morning I decided to read the bottle. This is sold right next to contact solutions that can go directly in the eye so I had just assumed this could go directly in the eye, too. I had been soaking my contacts in the solution overnight so I had no idea it couldn't go directly in the eye. (B)(4).